Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to the patient experiencing foreign body sensation. This resolved the problem. The cause of the event was noted as unknown but noted the device did not fail to perform and "patient is uncomfortable with the lens in place".

Manufacturer narrative:
Claim#: (B)(4).